Event description:
Hold for rh 1.18 the consumer reported two (2) false positive results with the binaxnow covid performed on (B)(6) 2021 and (B)(6) 2021. This report addresed result two (2) of two (2). The user reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Confirmation testing was performed generating negative results. The user stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report number 1221359-2021-02246.